Event description:
It was reported that during an av fistula procedure, a balloon dislodgement occurred. The 80% stenotic lesion was located in the basillic vein. The ultrathin stent delivery system (sds) balloon dislodged from the catheter post inflation. The number of inflations and to what atm's are unk. The physician successfully retrieved the dislodged balloon using a snare; no fragments remained in the pt. The procedure was completed with a different device. No further pt complications were reported. The pt's status was reported as satisfactory. Further info has been requested.